Event description:
It was reported that there was a loss of therapeutic effect and the patient was currently on program 4 and wanted to switch programs. It was noted as ¿all of a sudden it wasn¿t working¿ and the last few days the patient had to increase. It was reported that it didn¿t work when the patient was sleeping and the patient wasn¿t sure if it was helping during the day. The reporter stated that the patient tried to drink water to flush the bladder and prevent from getting an infection. It was noted that the patient turned stimulation off prior to the report, had tried to change the program herself and was familiar with changing programs. It was reported that the patient thought that maybe she should increase the setting at night as she didn¿t feel it at night. It was noted that the patient was going to change the patient programmer batteries as there was only a quarter left in the batteries. It was reported that the patient had a dual implant and was working on ¿getting that replaced.¿ the reporter stated that the patient was feeling stimulation at 1.5 volts and didn¿t know if she should go higher. It was reported that the patient was comfortable at 1.5 volts, didn¿t feel at all when going to bed, and was up frequently at night. It was later reported that the patient did not have concerns with her device or therapy. See MFR. Report #3004209178-2014-03460. It was unclear which device was involved in the event or if both devices were involved in the event.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3889-28, lot# v814841, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).